Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call high blood glucose. Customer's blood glucose went as high as 460 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via manual injection. Customer's blood glucose level has been high since they received their new insulin pump. Customer performed and passed the high pressure test. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.

Manufacturer narrative:
Correction has been made on this report due to the customer called back with updated information regarding the event.

Event description:
The customer's daughter called back with additional information. During the event the customer's blood glucose went as high as 500 mg/dl and went to the emergency room for treatment. The customer was treated with insulin and other medications for leg cramps and neuropathy.